Event description:
It was reported that the ventilator generated a technical error code indicating error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). As stated in the service manual, the generated technical error code indicates an error in the internal memory and if the technical error code remains after a restart, a hardware error is suspected. As recommended action, the control pc board should be replaced. Several pc boards were replaced as precaution: control pc board, expiratory channel pc board and pressure transducer pc board. The ventilator then passed all functional and safety tests and was cleared for clinical use. The replaced parts were not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined but an anomalous control pc board was most likely contributing to the event.

Event description:
Manufacturer's ref #: (B)(4).